Manufacturer narrative:
Additional information: venaseal kit was used to treat the patient¿s right small saphenous vein( ssv) and left great saphenous vein (gsv). The patient was prescribed allegra and cravit for the redness of the left foot. The patient was reported to have recovered on both sides at the end of march. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Venaseal kit was used to treat the patient¿s left and right great saphenous vein (gsv). Patient took anti-inflammatory drug during initial procedure. Patient has both left and right gsv¿s treated. Puncture was from below the knee. There were no deviations related to the position of the catheter tip prior to the initial delivery of the adhesive. 13.0cm of the patient's right gsv was treated using 6 aliquots of adhesive. 28.0cm of the patient's left gsv was treated using 11 aliquots of adhesive. The patient wore elastic stockings post procedure. Patient returned for a scheduled follow-up appointment 7 days post implant. The physician noted an onset of phlebitis in the treated zone. Physician reported there was a causal relationship with the product and no causal relationship with the procedure. Loxonin was prescribed for phlebitis. One week later the patients is reported to have not yet recovered.

Manufacturer narrative:
Additional information: the symptoms have improved and the patient has recovered. If information is provided in the future, a supplemental report will be issued.